Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2014-02912 and 1225714-2014-02913.

Event description:
The plaintiff's atty alleged the decedent experienced an unspecified injury and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports for this event. Related MFR#1225714-2014-02912 and MFR#1225714-2014-02913.

Event description:
Additional information received patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by product administered during dialysis treatment.